Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2352700. Model:sc-2352-70. Serial: (B)(6). Batch: 7080889.

Event description:
It was reported that the patient heard a pop in the back and a sudden loss of stimulation. It was noted that the lead had migrated due to the anchor dislodging. The patient underwent a revision procedure wherein the anchor was replaced, and one lead extension was added. The patient was doing well postoperatively. The explanted device was discarded.